Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented with diaphroresis, shortness of breath, bloody nose, dizziness, and numbness of the upper extremities, increased capture threshold was observed. Programming changes were made. A 2-week follow-up showed normal device function.